Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 320mg/dl. The customer was experiencing vomit, shoulder and neck pain. The mother mentioned that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.